Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous right anterior tibial artery. A 2.0x40mm sterling es balloon catheter was advanced to the target lesion, but ruptured on the first inflation at 13 atm's. The procedure was completed with this device. There were no reported patient complications and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous right anterior tibial artery. A 2.0x40mm sterling es balloon catheter was advanced to the target lesion, but ruptured on the first inflation at 13 atm's. The procedure was completed with this device. There were no reported patient complications and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon near the distal edge of the proximal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).